Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery fault) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A patient service rep (psr) contacted zoll customer support while assisting a (B)(6) male patient to report a battery fault. The patient was issued a replacement battery pack.